Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, fentanyl, morphine, and bupivacaine all at unknown doses and co ncentrations via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient was seeing a 8476 code on the patient programmer (ptm). The error code represents a motor stall. The patient reported that they think they heard the alarm the morning of (B)(6) 2019. The patient did not recently have a MRI and was not exposed to electromagnetic interference. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.